Event description:
It was reported that, "the tip of the screwdriver broke off when inserting the scn and cap into end of scn nail and was left in pt. The broken tip was stuck in the end cap that was partially threaded into nail and could not be removed. Surgeon expressed concern for ability to remove nail if end cap could not be removed."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.